Event description:
While following up on a system error 2240 alarm, the home patient's nurse stated that the home patient called her in 2009 to report a hole in the patient line. The nurse stated that the home patient had gone to the clinic and was treated prophylactically. A follow up was also made to the home patient to try and obtain more information. The home patient stated that he was doing therapy when his wife came out and asked him why there was fluid all over. The home patient stated that there were two pin size holes in the patient line. The patient will be returning a companion set to be evaluated. There was no patient injury reported.

Manufacturer narrative:
.